Event description:
The following information was reported: possible allergic reaction. The patient was successfully treated with 50 mg benadryl intravenously. Procedure type: diagnostic sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the alleged allergic reaction could not be determined. However, it should be noted that the mynxgrip IFU states that the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. (B)(4).